Event description:
Reportedly, several tachyarrhythmia episodes recorded in the device memory in (B)(6) 2021 without therapy delivery were observed in the device memory. Preliminary analysis revealed that the device operated as specified.

Event description:
Reportedly, several tachyarrhythmia episodes recorded in the device memory in (B)(6) 2021 without therapy delivery were observed. Preliminary analysis revealed that the device operated as specified.

Manufacturer narrative:
Implantation date corrected please refer to the attached analysis report.